Event description:
It was reported that the patient presented in clinic for follow-up. Review of the transmission revealed that the atrial lead exhibited undersensing. Interrogation showed a drop in p-wave amplitude variation and high capture threshold. A chest x-ray showed that the atrial lead had moved. Programming changes were performed. The patient was in stable condition and will continue to be monitored.